Event description:
The patient reported that the pink slide moved forward but the cannula did not insert in to the infusion site and was not visible upon removal of the pod. The pod was worn between 4 and 24 with no adverse patient impact reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.